Manufacturer narrative:
Although this device remains implanted and has not been returned. This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that a yellow alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an error code (template lost = tl) for device integrity, not fully optimized. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed error code and provided recommendations to have the patient come in for a follow up appointment. Ts advised at this time the device appears to be operating normally. The device remains implanted. No adverse patient effects were reported.